Event description:
The customer reported the system was receiving a communication error and thus shutting down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and calibrated. The dose rates were verified. The system was then found to be operating as intended.